Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to infection. The patient was doing fine post operatively. Explanted device will not return as it was sent for cultures. Electrocautery was not used.